Manufacturer narrative:
A separate report will be submitted for patient serious injuries reported in the literature article. A2. Reported patient age is representative of the mean age of all patients included in the literature article study group. A3. The reported patient sex (female) is representative of the majority of all patients included int he literature article study group. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Guédon, a., saint-maurice, j.-p., thépenier, c., labeyrie, m.-a., civelli, v., el sissy, c., eliezer, m., aymard, a., guichard, j.-p., & houdart, e. (2021). Results of transvenous embolization of intracranial dural arteriovenous fistula: a consecutive series of 136 patients with 142 fistulas. Journal of neurosurgery, 135(6), 1636¿1644. Https://doi.org/10.3171/2020.10.jns203604. Medtronic review of the literature article found that a retrospective review was completed of patients treated for intracranial dural arteriovenous fistula (d-avf) at a single facility between january 1995 and december 2018. Treatment methods included coils, coiling + evoh (onyx or squid), onyx or squid, and glue. Two-thirds of procedures were venous embolization with simple coiling, and 26.8% included an additional injection of evoh or glue through the coils. Finally, the procedure failed in 7%. It was not specified what treatment was used in each procedure or what type of treatment was used with patients who experienced adverse events. No device malfunctions/deficiencies were reported in the literature article. 5 patients included in the study were noted to have died. However, only 2 patient deaths were noted to be procedure-related. The 2 patients who had a mortality outcome related to the procedure were noted to have extension of thrombus. It was additionally noted that these patients deaths occurred before pre-surgical anticoagulant regimens were standard. 3 patients had reported symptomatic extension of the index thrombus. 7 patients were noted to have permanent complications associated with cranial nerve damage. 5 of these patients had permanent complications associated with cavernous syndrome after embolization of a cavernous sinus d-avf; 2 patients had permanent complications associated with cochleovestibular syndrome after embolization of a sigmoid sinus d-avf. Additionally, 6 further patients had slow resolution of complications associated with cranial nerve damage including 2 patients with cavernous syndrome after embolization of a cavernous sinus d-avf and 4 patients with cochleovestibular syndrome after embolization of a sigmoid sinus d-avf. Treatment failed in 11 patients. Themost common reason for failure was due to inability to recanalize a thrombosed sinus. 14 patients had transient neurological symptoms or were asymptomatic despite noted cranial nerve damage.

Manufacturer narrative:
B5. Updated with additional information received. Associated with MDR#: 2029214-2023-01283. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.